Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) leads. Over the last year, trending displayed a gradual increase in shock impedance measurements. Isometric testing was performed, and noisy signals oversensed were also observed in both rv leads. Additionally, non-sustained ventricular tachycardia (nsvt) stored episodes were also observed. Troubleshooting options were discussed. Subsequently, a revision procedure was performed, the rv leads were surgically abandoned and the ICD was explanted. New products were placed. No additional adverse patient effects were reported.